Manufacturer narrative:
An alarm indicative of a potential malfunction of a disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, leakage from the supply line of a homechoice cassette was reported, which is known to cause this alarm. The cause of the leakage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm followed by system error 2367 (protective end therapy alarm). The patient was connected at the time of the alarm. This occurred during dwell 2 of 5 of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leak from the supply line of a homechoice cassette that led to this alarm. Renal therapy services (rts) assisted with the power off the device and to end the therapy session. The patient will perform a manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.